Manufacturer narrative:
Additional, changed, and/or corrected data. Device photo analysis: visual analysis of the photographs identified; red particles on the shell, red biological tissue, and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for left side "implants may have ruptured", "patient really worried as not been notified about the recall, this is causing so much anxiety". Device remains implanted.